Event description:
A report was received that the patient felt that the ipg cracked in half. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. Additional suspect medical device components involved in the event: model #: sc-8336-50, serial #: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead; model #: sc-4316, lot #: 15990756 description: next generation anchor kit-sterile. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient felt that the ipg cracked in half. The patient will undergo an explant procedure.